Event description:
It is reported that the device was implanted in 2005, for trochanteric fracture on the right femur. The patient's fracture part was shortened about 7mm for telescoping.

Manufacturer narrative:
Product was not returned for evaluation. There are no pre-op or post-op x-rays returned for review. Mfg records show device was manufactured to specifications. It appears that fracture reduction was achieved and favorable progress was made by the patient. There seems to be no alleged issue here and certainly no relationship with the device as the surgeon comments. Cause cannot be definitively determined. H6: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action sis not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.